Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "door will not latch" as a door not fully latched alarm. The alarm was caused by a loose link screw. The links screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door that would not latch in the biomed office. It was also reported there was no pt involvement.